Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unknown), the electrodes lifted off the pt. Complainant indicated that the clinician applied another set of electrodes; however, the electrodes lifted off of the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.